Event description:
It was reported that the autoclavable camera head image turned blue. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.